Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and to call back if any malfunction alarm returned.